Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was provided by a health care professional (hcp) via a representative which noted that a pump stall occurred on (B)(6) 2017 that did not resolve. Troubleshooting included pump interrogation. The pump was explanted and replaced on (B)(6) 2018. As reported, there were no known external, environmental, or patient factors that might have led or contributed to the event. At the time of the report, the issue was resolved and the patient¿s status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Pump analysis also found overinfusion with an undetermined root cause. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in (B)(6) who received ropivacaine 8 mg/ml at a dose of 2.7 mg/day and morphine 9 mg/ml at a dose of 3.04 mg/day via an implantable pump. The indication for use was not reported. It was reported that an initial pump stall occurred on (B)(6) 2017. A recovery occurred but the pump stalled again. There was report of multiple motor stalls and recoveries and at the time of the call, the pump was currently stalled and alarming. The patient experienced increased pain and was not sleeping well. The pump was to be replaced at some point in the future. The hcp requested the code to turn the pump off which was provided. No further complications were reported/anticipated.